Event description:
An article titled ¿localization of interictal epileptiform activity using magnetoencephalography with synthetic aperture¿ was received which included a vns patient who underwent resection surgery and subsequently had a change in seizure pattern. No further information relevant to the event has been received to date.

Manufacturer narrative:
.